Manufacturer narrative:
Original implant date is unknown, primary operation was performed 17 years prior. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported about a procedure: removal of posterior instrumented fusion. Patient was operated by a general orthopaedic surgeon on the (B)(6) 2017, the primary operation was performed 17 years prior. Both rods were broken and as this was a removal of implants for a l5/s1 spondylolisthesis that they were unable to remove the l5 screws due to the difficult access to the l5 pedicles. Consequently the below has been left insitu: side 1: pedicles screw/artial rod/sleeve. Side 2: pedicles screw/partial rod/sleev/nut. The surgeon removed the s1 left and right pedicles screw, sleeves, nuts and a cross connector. The broken rods were removed also, however, the surgeon was unable to remove the l5 left and right pedicle screws, sleeves and could only remove a nut on one side, moreover, in both l5 screws, part of the uss 6mm rod are still captured. The surgeon believed that the pain the patient was experiencing was due to the broken rods and was not concerned that there was still implants insitu as he indicated that they were solid. This case was purely a removal and the surgeon did not revise with any other implants. All available information has been provided as part of this report, no further information will be forthcoming. This case is not being reported by the customer, but a jjm employee. This complaint involves one part. Concomitant parts reported: 4x screws, part unk, lot unk, 2x unknown spine, part unk, lot unk, unk quantity of nuts, part unk, lot unk, unk quantity of sleeve, part unk, lot unk. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Partial rods remained in the patient and partial rods were removed on (B)(6) 2017 and x-ray review was performed and broken rods could be identified. Based on this the complaint is confirmed. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Date of postoperative rods breakage is unknown. This report is for two (2) unknown rods. Parts and lot numbers are unknown. Without the specific part and lot numbers the UDI is not available. Therapy date is 17 years prior to revision surgery, exact date is unknown. (PMA/510k): unknown, as specific part and lot numbers for rod is not provided. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.